Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2014 it was reported that the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).